Event description:
A nurse reported that a home peritoneal dialysis pt c/o abdominal pain during a ccpd treatment. Pt drained 2,600 ml, with a prescribed fill volume of 900 ml. Nurse is unable to provide add'l treatment data. The pt felt better after draining. There was no serious injury.

Manufacturer narrative:
(B)(4).